Event description:
The facility reported a pump in which the batteries would not hold a charge. It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the main batteries that would not hold a charge was confirmed during product evaluation. Inspection of the device found the pump¿s main batteries were five discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.